Event description:
Reported by the pt's mother as a port leak.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted small piece of material pulled from the port septum. This damage is consistent to the use of an inappropriate needle. There was no indication of wear related damage to the portion of the lap-band system returned. Breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests also indicate leakage from the bottom of access port. The leakage does not appear to be related to the reported event. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of th band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles."